Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and intl complaint database did not find any add'l reports of this nature for the prod code/lot provided since its respective release for distribution. The root cause of the loosening could not be determined. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the prod an/dor add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address tibial loosening.